Manufacturer narrative:
On 30nov2021, additional patient information received a2 - age at time of event: initial: unknown / updated: 24 ; a2 - age units (patient): initial: ni, updated: years ; a3 - gender: initial: ni , updated: male. The complaint investigation for false elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates that the reagent lots perform as expected for this product. Trending was reviewed and determined no trends were identified for the product for the issue. Using worldwide customer data, the historical performance of the complaint lot was compared to the performance of all architect stat high sensitive troponin-I reagent lots in the field. The patient median result for the complaint lot was analyzed and found to be within established limits, which confirms no systemic issue for lot 30250ud00. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. The device history record was reviewed and did not identify any non-conformances or deviations associated with the likely cause list number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 30250ud01 was identified.

Event description:
The customer observed a falsely elevated (positive) architect stat high sensitive troponin-I result for a patient. The following data was provided: architect troponin-I result: 0.5478 ng/ml (reference range: < 0.032 ng/ml) johnson & johnson platform troponin-I result: 0.026 ng/ml (reference range: < 0.04 ng/ml) there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.